Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
It was reported through stryker facebook page: "had my knee replacement april 19th seven weeks later developed a blood clot lower leg swelled up, spent four days in the hospital. Am now on blood thinners. As of today the swelling never went down I have good motion on my knee, just above my knee and below my knee there¿s a tightness and numb feeling all the time. Knee doctor said it takes a year to recover.I¿m not optimistic"